Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site saw the 3d model pop up on the second monitor right about the time the biopsy needle came into view. The nurse that was closest to the monitor said that he did not touch or change the view, another registered nurse (rn) tried to reset the screen view to four window layout of the biopsy, but was unable to because the system froze. The surgeon took measurements and continued with the case, and it was confirmed by a manufacturer representative that there was no delay, and no impact to patient outcome.